Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one catheter, one vein pick, one catheter lock, one introducer peel-apart sheath, one vessel dilator and one tunneler were returned for evaluation. Gross visual evaluation was performed. The investigation is unconfirmed for the reported damaged dilator issue as there was no remarkable damage was observed on the vessel dilator. Although a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: d4 (expiry date: 04/2022), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure, the dilator of the device was allegedly found to be torn. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified in section has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified. (Expiry date: 04/2022).

Event description:
It was reported that during a procedure, the dilator of the device was allegedly found to be torn. There was no reported patient injury.